Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during a procedure performed at the bile duct on (B)(6), 2012. According to the complainant, the foam sponge in the cap came through the cap and got stuck in the scope. The physician pushed forceps through the scope, and pushed the foam sponge out into the duodenum. The procedure was then able to be completed using this device. No attempt was made to retrieve the foam sponge from the patient's duodenum. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be approximately 81 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4): according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.